Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the first attempted lead dislodged several times despite following the prescribed directions for implant. The push and pull tests were fine but as soon as the wire was retracted the lead would move forward, and the thresholds were elevated in that position. High impedance was also noted in one vector, despite using different tools and cables, and changing analyzer ports without any improvement in measurements. The lead was not used and a second lead was attempted. The lead was implanted as prescribed and a fixed-j shape stylet was used. The lead was stable with the push/pull tests but when the stylet was removed the lead moved forward multiple times. Additionally, thresholds were not acceptable in this location. The lead was not used and a third lead was successfully implanted, and it remains in use. No patient complications have been reported as a result of this event.